Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the patient had been having symptom relief on and off since implant and they were feeling stimulation in the anus area. It was noted the patient wanted to changed programs. It was later reported the patient used 3-4 pads at night and during the day they would become completely soaked. It was noted that happened when the patient was in a store running errands and it was embarrassing. Reportedly, the patient¿s trial worked very well and their implant had worked well but only intermittently. It was stated the patient was on program 1 at 6.0 volts and felt stimulation close to their anus and the doctor told them that wasn¿t right and to have it switched. The patient switched to program 2 and increased the stimulation from 0 volts to 3.3 volts where they started to feel it. The patient then continued to increase to 4.7 volts and left it there. It was noted the patient felt stimulation intermittently.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va071f4, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).